Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.2 and 4.1 had read, write or invalid cubie memory errors and row boards appeared to be bad after changing to new cubies. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) replaced the row board cable on both drawers 4.2 and 3.2. The fse also replaced the cubie tray b in drawer 4.2 due to a muscle wire failure during testing. The system functioned as intended after the field service engineer repaired the device.